Event description:
Reporter indicated that high impedance readings were obtained on normal and system diagnostics testing. The patient has been scheduled for total revision. It is unknown whether trauma or manipulation had contributed to the reported event. Good faith attempts are being made to obtain additional information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.